Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline disconnections was confirmed via the submitted log file. The heartmate ii system controller was not returned; however, a log file was submitted for analysis. The submitted log file contained data spanning approximately 74 days ((B)(6) 2021 per the timestamp). The log file captured driveline disconnections on (B)(6) 2021 at 17:11:00, 17:11:33, 17:11:53, 17:12:07, 17:12:12 and on (B)(6) 2021 at 17:12:39 to 21:17:38. Each driveline disconnection was associated with an intentional motor stop button being pressed on the system monitor and the reasoning for the driveline disconnections is unknown. The driveline disconnection on (B)(6) 2021 was due to the controller being routinely turned off. The controller was then turned on again on (B)(6) 2021. Multiple attempts were made to obtain additional information about the reported event such as why the driveline was disconnected and reconnected several times on (B)(6) 2021, if the cause of the low speed /pump stop events were identified, why the controller was disconnected completely on (B)(6) 2021, the cause of the elevated pump power, the symptoms/patient status, and the treatment/plan of care; however, no response was given. The root cause of the reported event could not be determined through this analysis. Heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the driveline disconnect alarm conditions, driveline fault alarm condition, no external power alarm conditions, and the actions to take if the alarms cannot be resolved. This section also informs the user that some alarms, including the driveline fault alarm, are only displayed on the system monitor and not on the system controller. Heartmate ii instructions for use (IFU) under section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event date of the controller exchange has been estimated. The serial number of the controller was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file found that on (B)(6) 2021, the driveline was disconnected and reconnected a couple times during the low speed and pump stop events. On (B)(6) 2021, the controller was disconnected completely. The driveline and both power cables were disconnected. Also there were isolated power elevations on (B)(6) 2021 and (B)(6) 2021. Related manufacturer report number of pump: 2916596-2021-03381.